Manufacturer narrative:
Unit received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify motor error, battery out limit, low battery alarms due to blank display. Motor passed motor test.

Event description:
The customer¿s mother reported via phone call that experienced high blood glucose level and insulin pump had received unexpected loss of power, motor error alarm and blank display. Customer¿s blood glucose level was unknown. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea and feeling faint. Customer was treated with insulin pump and manual injection. Customer states they did receive a low battery alert prior to the off no power alert. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of off no power in less than 24 hours after low battery warning. Customer stated that the drive support cap was normal. Customer was able to complete insulin pump rewind. Customer stated that they performed displacement test and test results was passed. Customer did not allege insulin pump was under delivering. Troubleshooting was performed. The device will be returned for analysis.